Event description:
Note: during a recent audit of our complaint records, it was determined that an MDR should have been submitted by microaire regarding the occurrence described below. The MDR is being submitted now, as a precaution. Received copy of MDR report from FDA, indicating that the drill bit had broken off in the pt's bone. It was indicated that there was no intervention required due to the occurrence.

Manufacturer narrative:
Due to indication of item breaking off in pt's bone during surgery, occurrence was determined to be reportable to the FDA.